Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with backup vvi during cybersecurity upgrade. No further attempts to upgrade the device was made. The patient was stable before and after the event.